Event description:
Report status: serious injury/medical intervention/permanent damage. Report rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that an attempt was made to stent the mid rca without predilation. The stent did not go through the stenosis and during removal of the stent delivery sys (sds) through the guiding catheter, the stent dislodged from the balloon. The stent was implanted, using an add'l balloon catheter, in the proximal rca (unintended site). Afterwards, the lesion was predilatated and another vision was implanted successfully. No add'l event or pt info is available.

Manufacturer narrative:
Results- prod perf engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed the stent delivery sys (sds) was returned with blood visible in the guidewire lumen. There was fluid visible in the balloon and inflation lumen. The stent was implanted; however, the protective sheath was returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 6 cm distal to the strain relief tubing. No kinks in the inner member were noted. No other damage to the sds was noted. The tip seal was measured and met mfg criteria. Since the stent implant was not returned, the stent outer diameters could not be measured. Prod perf engineering was unable to complete their analysis at time of this report. Results and conclusions will be forwarded upon completion.